Manufacturer narrative:
The assignable root cause in the device evaluation from the initial report was incomplete and stated: "the assignable root cause was determined to be due to component". It has been corrected to: "the assignable root cause was determined to be due to component wear". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device heated up, vibrated, only ran in reverse, got loud and could not run the torque test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a neuro surgery, it was observed that the electric pen drive device was heating up. There was no delay to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. It was reported that the surgery was successfully completed. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.